Event description:
The tip separated inside the pt's circumflex artery. No attempt was made to retrieve the wire, which remains in the pt. No pt injury was reported.

Manufacturer narrative:
Investigation of the product confirmed the guide wire was fractured, which was caused by placing the wire in a sharp bend. Leading to fatigue failure.